Manufacturer narrative:
(B)(4).

Event description:
Procedure: ladg - lap assisted distal gastrectomy. According to the reporter: the device was used with idrive. The surgeon attempted to fire, the knife wouldn't move forward. New device was used. No pt harm. Operating time extended: unk. Additional tissue resection: no. Tissue damage. No. Nothing fell into the cavity. No bleeding. Pt age, gender and weight: unk.